Event description:
The customer obtained a non- reproducible, higher than expected, vitros trop I es result (0.228 vs. Expected result < 0.012 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer retested the affected sample prior to reporting. It is assumed that the customer retests all trop I es results > ami. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros trop I es result was obtained from a single patient sample while using the vitros 5600 integrated system. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. There was insufficient evidence to confirm that a reagent related issue did not contribute to the event. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that an instrument related issue contributed to the event.